Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. For evaluation. This device will be microbiologically tested again by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 2 times microbiological testing by the user facility, the device tested positive for unspecified microbes both times. And as a result of the third microbiological testing, no microbe was detected from the sample collected from the all channels of the device. The user facility did not provide other detailed information such as the number, the type of microbes and the reprocessing method. The device had been used for colonoscopy and completed the procedure. There was no report of infection associated with this report.